Manufacturer narrative:
Claim# (B)(4).

Event description:
In the article, "corneal endothelial ring following the implantation of toric implantable collamer lenses with a central hole: a case report" the article looked into a case of a corneal endothelial ring after toric implantable collamer lens (ticl, v4c) implantaton in the right eye of a patient. Reportedly, "anterior segment examination reveal an endothelial annular lesion of approxiamtely 0.4 mm diameter in the central part of the cornea, gray-white in color." Tobramycin and dexmethasone eye drops were applied. After 10 days, dexamenthasone tobramycin was replaced with fluoromentholone, and tapered slowly over the next weeks.